Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece hits back and forth/ not stable/ wobbling while drilling during the procedure. It was noted that they are not sure if the defect is due to the attachment. Troubleshooting was done outside of the surgery to test and find out where exactly the defect is: handpiece or attachment, with instructions given by the manufacturer representative. There was no delay in the procedure as a result of this event. There was no patient impact.